Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Based on the information collected to date there is no information according how the issue was resolved. No details have been obtained in regards which part turned out to be the source of the issue and device's logs were not received. This issue was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event (increasing o2 concentration may lead to high airway pressure). The root cause to the reported issue has not been determined. H3 other text : 4119.

Event description:
It was reported that an unidentified sound was heard and there was an increase in fraction of inspired oxygen (fio2). There was no patient harm. Manufacturer's reference number: (B)(4).